Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8311934. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-07. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog & the 1st related complaint for difficult/unable to operate on lot # 8311934. Unable to perform complaint lot history check due to an unknown lot number for needle clog & difficult/unable to operate. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during injection during use. The following information was provided by the initial reporter: material no: 320122 batch no: 8311934, unknown . Verbatim: consumer reported every 1 of 4 pen needles does not dispense the insulin during the priming. In the beginning he noticed during the injection nothing came out. Sometime 2 of 4 pen needle did not work. He started priming and he noticed nothing came out of the pen needle when he pushed the plunger. It happened with is all the 3 boxes he brought. Lot# unknown for 2 boxes, same item# 320122. Occurence-unknown; incident date-unknown. Sample discarded. Lot# from the 3rd box is 8311934; expiration date-2023-11-30;item# 320122.